Manufacturer narrative:
One non-conformity in relation to the described defect and a corrective and preventive action.

Event description:
According to the available information the patient twice lost his catheter that burst. Patient experienced hematuria and pain.